Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbances. The iol was exchanged for monofocal lens model 9 months and 1 day after the initial implant procedure. Clinical reason for explant was reported as dysphotopsia. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Only three pieces of the lens was returned for evaluation. Each piece has areas that are split. One piece has a crack. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. Neither haptic was returned for evaluation. Both haptics are broken in the gusset area. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for this event could not be determined for this event. Lens damage was observed. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The file indicates the multifocal company model, 19.0 diopter lens was replaced with an unspecified monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, there was no harm to the patient. There are two medical device reports associated with this patient. This report is associated with the left eye.